Event description:
It was reported by the patient that she has been sore around her implant site for approximately two months. The patient noted that at her last refill approximately two months ago, the health care provider (hcp) ¿hit something¿, and it ¿shot pain out to my hips and down my legs¿. The patient also reported she fell down about six months ago and the arm of a lawn chair arm pushed the pump up under her rib. The patient thought she broke her rib but found out she just sprained it. The patient stated then she ended up with a hernia below the center of her breast bone and when she rubbed around the pump it got sore and it moved around. The patient did not remember the pump moving before the lawn chair accident. The patient had a follow-up appointment scheduled with her physician in the future and will discuss the soreness and that the pumps seemed to be moving. The pump system was being used to deliver morphine. Additional information was received from the patient¿s hcp that the patient was evaluated in the clinic on (B)(6) 2012 and there was no indication in the note that this event was reported to the clinic. The hcp therefore had no additional information to provide.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).